Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, customer changed the pump supplies and resumed insulin delivery to address the occlusion issue. Customer's blood glucose level was 395 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.